Event description:
The core sumex drill was sent for eval due to overheating during two tooth extraction procedures. The procedures were completed with readily available alternate devices without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is on going; add'l info will be submitted once the quality investigation is completed.